Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate was observed to be inaccurate after the customer loaded a cartridge. The customer's blood glucose (bg) was 228 mg/dl. Reportedly, the customer reloaded the same cartridge and received an accurate fill estimate.